Event description:
It was reported that during a scheduled right ventricular (rv) lead change-out procedure, the physician had difficulty implanting the replacement rv lead as the physician encountered difficulty advancing the lead into the right ventricle and multiple mapping positions had low sensing measurements. It was also reported that the helix was rotated over 30 times, full extraction of the rv lead helix was not able to be confirmed via x-ray and the pace/sense impedance was high. As the physician determined that the analyzer measurements were acceptable, the rv lead was left implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).